Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and had bent pins that prevented it from connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and the patient was experiencing a code 204 (belt unusable).